Event description:
This is the same event and same pt reported under MDR ID# 2939859-2003-00003. Pt developed symptoms of hypersensitivity after collagen treatment. Subsequent follow up reveals that pt has been treated with intralesional steroid injection, incision and drainage, cutivate cream, elidel, and mederma.